Manufacturer narrative:
Lens was returned in liquid, in lens vial. Visual inspection found a torn haptic. No similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon inserted a 13.2mm micl13.2 implantable collamer lens,-6.5 diopter, and the lens went into the patients eye upside down. The lens was removed within the same surgery with no patient injury. The backup lens was implanted with no issues. The reporter stated that the cause of the event was unknown.